Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during the intraocular lens (iol) implant procedure, trailing haptic stuck to plunger during the loading. There was no patient contact.

Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The lens was cleaned with klrp for further evaluation. The optic has small scratches and scrape marks observed. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. The IFU (instructions for use) instructs to completely fill the cartridge with ovd (ophthalmic viscoelastic device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).